Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received four inappropriate treatments. The device was started up at 07:37:46 on (B)(6) 2025. At 20:52:22, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 20:52:58, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 20:53:26, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 20:53:54, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 20:54:23, the patient received the fourth inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. The electrode belt was disconnected at 23:19:10 on (B)(6) 2025.